Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5094807) that a female patient, who underwent breast prosthesis implantation procedure with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including hair loss, heart palpitations, fatigue, cognitive dysfunction, joint pain, weight gain, night sweats, insomnia, dehydration, shortness of breath, easy bruising, and low libido. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.